Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the balloon was ruptured. The device was remove using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.